Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: g3; h2; h6. Visual examination of the provided pictures identified the strike plate to be fractured as reported with other signs of use, dings, dents, and scratching to the underside of the plate and handle. Device not returned, further analysis cannot be made. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. Attempts have been made to gather all product identification information, and no further information has been provided if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that while backing out the broach, the strike plate broke off from the broach handle. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.